Event description:
The customer reported that the insulin pump may not be working properly. Blood glucose level at the time of the incident was over 600 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 534 mg/dl. The customer stated that she changed the site multiple times and still was not receiving insulin. The customer also reported that she was recently hospitalized with a blood glucose level of 756 mg/dl. Customer confirmed that she was in a state of diabetic ketoacidosis. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed change due to connector on interface board voltage. The insulin pump was received with broken battery tube threads, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.